Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 7,056 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample to analyze this case. Without any sample we cannot carry out an analysis in order to take a decision. As no samples have been received and no units are available in b. Braun surgical, s.a., we have only been able to review the batch manufacturing record and this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle minimum bending strength results before releasing the needles were 17.34 n and fulfilled b. Braun surgical specifications: > 15.3 n in minimum. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the needle damaged/broken. The reporter indicated that during a surgical procedure, the needle broke during the suturing near the setting (perineal suture). The broken part was recovered, but not kept. No pain to the patient due to patient was under anesthesia.